Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and found that the system was taking long time to boot up. The rse was informed by the customer that the third party engineer recreated the image store on both frontal and lateral planes. The issue still persisted after the recreation of image store and system displayed no images. The rse instructed the customer to save the zip file, sent another set of instructions to download the database but the issue was not resolved. The rse suggested the customer for onsite service to replace the sbc (single board computer) and the host hard drive. The onsite service was not accepted by the customer and the issue was not resolved, the customer was using the system with limitation. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was taking over 8 minute to boot and a long time to perform any actions. No harm has been reported to philips. The system was not in clinical use at the time of the event. Philips has started an investigation of this complaint.